Event description:
It was reported the patient died and the device relatedness was unknown to the reporter. An autopsy was being performed. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.